Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with device in backup vvi after the patient felt pacing and vibratory notification was received. Patient had not had any recent medical procedures. The battery was noted under the eol voltage. Device replacement is planned.